Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the xt valve stenosis 5 years post deployment is unknown, none of the described factors were reported. It is possible that the event was due to progression of underlying disease processes. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(4) affiliate, on the 5-year follow-up visit post implantation it was observed that the 23mm sapien xt valve had developed severe stenosis and moderate ar. A valve-in-valve procedure was performed. A 23mm sapien xt was implanted in an intended position and the procedure was successfully completed. The procedure went well and no remarkable event had been reported after the tavr. At the four-year follow-up, no obvious stenosis nor dysfunction of the valve was found. However, deterioration of valve function was suspected on the echo performed at the five-year follow-up and the patient was admitted to the hospital for further examination. A CT performed showed possible calcification on the cusps but no malposition of the valve or obvious distortion of the stent/damage was observed. Tee showed severe aortic stenosis and moderate ar. After eleven days post hospitalization, a valve-in-valve procedure was performed and the patient received a new 23mm sapien xt valve without issues.